Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Analyst noted that the helix could be fully extended and retracted.

Event description:
It was reported that during the implant procedure, there was difficulty placing the right ventricular (rv) lead. The lead helix did not appear to deploy properly, was slow to deploy and showed high impedance upon testing. The lead was removed and upon removal from the body, the physician attempted to deploy the helix but it would not deploy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.